Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from the female connector. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection with the naked eye was performed which observed broken occluder feet on the light blue main body of the twist clamp. A functional clear passage test was performed with no issues noted. Leak and clamp function tests observed a leak coming out of the female connector. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause of this type of damage is if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.